Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary attune total knee implanted due to pain secondary to advanced osteoarthritis and rheumatoid arthritis of the left knee. The patella was resurfaced and depuy cement was utilized x2. There were no surgical or postoperative complications in the operative notes. Revision of the left knee due to pain, swelling, and radiographically identified loosening of the tibial tray. Intraoperative findings identified synovitis and confirmed loosening of the tibial tray at the cement to implant interface. The surgeon notes there was a complete debonding of the tibial tray from the cement. There was no reported product problem with the revised tibial insert. The femoral and patellar components were well-fixed and not revised. The procedure was completed without complications. The patient was revised to depuy components and unknown cement. Doi: (B)(6) 2017; dor: (B)(6) 2019; left knee.